Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A certified diabetes educator reported via phone call that the customer's insulin pen is not delivering insulin. Customer¿s blood glucose was unknown. No harm requiring medical intervention was reported. It is unknown if the insulin pen will be returned for analysis.